Event description:
The pt reported the adhesive on his insulin infusion set is not properly adhering. He stated 2 of his infusion sets have come off today. He said he inserts the sets into clean, dry skin and uses an IV prep wipe. He said he used the sandwich method when inserting the second infusion set. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.